Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) does not recognize atrial flutter and consequently the mode switch does not switch. Ipg remains in use. No patient complications have been reported as a result of this event.